Event description:
It was reported that the atrial arrythmia burden alert > 24 hours was triggered. Presenting electrogram (egm) showed an atrial arrhythmia in progress since (B)(6) 2025. The alert was triggered for atrial intrinsic amplitudes out of range since (B)(6) 2025. Atrial undersensing was see on presenting egm's and occasional unnecessary atrial pacing was seen following undersensed atrial beats. No adverse patient effects were reported. The device remains implanted. Additional information noted that that atrial arrhythmia burden alert has been disabled.

Event description:
It was reported that the atrial arrythmia burden alert > 24 hours was triggered. Presenting electrogram (egm) showed an atrial arrhythmia in progress since (B)(6) 2025. The alert was triggered for atrial intrinsic amplitudes out of range since (B)(6) 2025. Atrial undersensing was see on presenting egm's and occasional unnecessary atrial pacing was seen following undersensed atrial beats. No adverse patient effects were reported. The device remains implanted.